Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation was unable to duplicate the intermittent b30 scope communication error; the front panel, top cover, bottom chassis, and front panel chassis were corroded and the rear panel was deformed; there was a worn out socket slider switch causing intermittent failure of the high intensity mode; and the air pump pressure tested low as there was debris inside the air tubing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the light source had intermittent b30 scope communication errors. The issue occurred during preparation for use in an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation the root cause could identified. Olympus will continue to monitor field performance for this device.